Event description:
My initial laparoscopic hernia procedure was (B)(6) 2013. Shortly after that, I had it repaired during an emergency operation I had when stabbed (B)(6) 2013 that same year. Shortly thereafter in (B)(6) a procedure was done on me while incarcerated where they opened me up due to infection and scraped out infection then stuffed my wound with gauze and covered it. My last surgery was (B)(6) 2014 for intestinal blockage. Right now my side is bulging out in a few different places and turning purple and black. Very uncomfortable to do anything normal. Sit, walk, sleep, work.